Event description:
It was reported that the patient experienced prolonged low blood glucose after inserting a full insulin cartridge into the ilet without performing the required rewind, which led to unintended insulin delivery while connected to the body; ems evaluated the patient and provided counseling on the severity of a large insulin dose, and the event was managed with oral glucose sources including juice and glucose tablets. Symptoms included hypoglycemia confirmed by cgm and glucometer measurements. Outcomes included a serious injury/ illness/ impairment level effect with unexpected medication intervention required to treat the low glucose. Investigation included communication with the user and caregivers and analysis of user-provided information. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure involving the cartridge plunger mechanism. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.